Manufacturer narrative:
H11. Additional narrative: updated d4, h4, and h6. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 5 years, 11 months due to stenosis. The patient is asymptomatic.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H2: product evaluation. Customer report of stenosis was unable to be confirmed in the as received condition. A section of valve with partial leaflets still attached was returned. Rest of the valve and leaflet fragments were not returned. X-ray demonstrated heavy calcification on the remaining leaflets and deformed metal band. Minimal host tissue overgrowth was observed on the remainder of valve on the inflow aspect and moderate host tissue overgrowth was observed on the remainder of the valve on the outflow aspect. The remaining leaflets had tears at the commissures and calcification was evident at the tears. Wireform was exposed at both of the commissures and metal band was also exposed. Cut off sewing ring fragments were returned with multiple fasteners and suture pledgets attached. The most likely root cause is patient factors, including hyperlipidemia (hld), diabetes mellitus (dm), coronary artery disease (cad).

Manufacturer narrative:
H11. Additional narrative: updated b5 and h6. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia (hld), diabetes mellitus (dm), coronary artery disease (cad).

Event description:
It was reported that a patient with a 3300tfx 25mm aortic valve underwent a redo-avr procedure after an implant duration of 5 years, 11 months due to stenosis. The patient is asymptomatic. A 11500a 25mm was implanted in replacement.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.